Event description:
Customer reported getting erratic readings from their freestyle meter. Several comparison tests were performed with the freestyle meter and highest and lowest results were 347 mg/dl and 140 mg/dl. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of malfunction.